Manufacturer narrative:
A getinge-maquet field service engineer has investigated the affected device. The described malfunction could not be reproduced and no other failure was found. The user stated that the firm seat of the column was checked after it was locked. Since no malfunction was found during the investigation and the firm seat was checked according to the user, we assume that the brake was released unintentionally. We assume that the locking lever of the brake was lifted upwards to release the brake by mistake. In the instruction for use (IFU) the user is warned as follows concerning the risks related to the possibility to rotate this column: "warning! Risk of injury! The stationary column may rotate if the column is not locked. Before every operation / examination ensure that the stationary column is locked." We got the information from the customer that the patient is doing well, no medical intervention was required. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
At the time of this report the investigation is still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to the FDA.

Event description:
The following was reported. A patient fell to the ground during transfer from a stretcher to the table. According to the customer this happened, because the or table rotated. The or table can be rotated. The rotation movement can be locked by pushing a locking lever down four times. The customer stated that the column was locked and the firm seat of the column was checked. The affected table column was investigated by a member of getinge. The described issue (movement of the column when the rotation movement was locked) could not be reproduced. No damage at the locking mechanism was apparent. The patient suffered injuries at the head and clavicle. Manufacturer reference # (B)(4).